Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that one ec60 device was returned with the firing mechanism. The device was received with a fully fired cartridge reload present. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the idler gears, the firing trigger and the firing shuttle were noted to be damaged. The damage to the firing mechanism is consistent with high (outside indicated use) forces due to firing the device in thicker tissue then indicated or attempting to fire a locked device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the stapler was blocked during the first firing with a gold reload on the stomach. The surgeon could not re-open the stapler. The surgeon had to place another trocar and to take a new stapler to remove the first stapler. The surgeon never managed to open the jaws. There were no adverse consequences for the patient.